Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken at 15mm from the distal end of the probe. There were scratches around the broken area. Upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. Broken probe tips were not returned. Additionally, the tissue pad was worn out and the grasping section had contact marks which indicated that the probe and the grasping section came into contact; however, these defects are not considered severe enough to cause a potential adverse event. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out. 2) since the tissue pad was worn out, the grasping section and the distal end of the probe came into contact. 3) the output was ultrasonic activated in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. 4) the device was ultrasonic activated or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5)a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip probe broke during gynecological procedure. Customer reported two events of failed devices from the same lot. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. Complaint 2 of 2. Related patient ID: (B)(4).

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.